Manufacturer narrative:
The reported events were unacceptable threshold and cardiac perforation. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported event of unacceptable threshold was confirmed. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil in two locations both at the distal region of the lead. The cause of the reported event of unacceptable threshold was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart. Tip stiffness test could not be performed due to the condition of the distal region of the lead, as received. The reported event of cardiac perforation was not confirmed. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that during the explant procedure, after explanting the right atrial (ra) lead, the patient experienced low blood pressure. Transesophageal echocardiogram was performed and revealed a pericardial effusion. Pericardiocentesis with drain placement was performed and the effusion was resolved. The patient was in stable condition.

Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead and left ventricular (lv) lead exhibited high capture threshold. The atrial lead and the lv lead was explanted. The patient was in stable condition.